Event description:
During repair of anterior cruciate ligament in 2009, 2 conmed-linvatec matrix interference screws broke. Both screws broke - the first screw broke into pieces, all were retrieved. The second screw cracked during insertion, but was retrieved. No pt injury. Nothing retrieved in pt. Reps took both broken parts screws back to company for investigation. Both company reps told md this happens when bones are so hard.